Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint balloon burst was confirmed empirically based on the reference image. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and deairing, suggesting that there was no issue with the device when removed from packaging. Therefore, it is unlikely manufacturing nonconformance could have contributed to the complaint event. Review of similar previously evaluated complaints suggest that patient factors (calcification) may have contributed to the balloon burst. Despite the lack of information provided (e.g. Degree of calcification was unknown), it is possible that the presence of calcification may have created a challenging anatomy for balloon inflation, resulting into balloon burst as reported. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, a definite root cause was unable to be determined in this case due to lack of information provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a tavr procedure with a 23mm sapien 3 ultra resilia valve, during deployment, the balloon ruptured. The team was able to withdraw the balloon back into the sheath without resistance. The balloon displayed a linear tear. The patient departed the surgery without complication. The valve appeared well seated in the arteriovenous (av) complex. Post deployment echo displayed trivial pvl and a post gradient of 3mmhg. Per follow up, the fcs confirmed that this was a longitudinal balloon burst. There was no damage noted to any other edwards devices. The patient has been discharged from the hospital.